Event description:
It was reported by service report that the brakes are not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a device evaluation there was no brake issues existed. Brakes were functional and operating within specifications.

Event description:
It was reported by service report that the brakes are not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.